Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein a lead, lead extension and splitter was explanted. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Additional information was received that the extension and splitter were removed because it was no longer needed for two leads. And one lead was removed as it did not cover the desired area of pain. No device malfunction suspected.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a revision procedure wherein a lead, lead extension and splitter was explanted. The patient was reportedly doing well post operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm; model #: sc-3354-25, serial #: (B)(4), description: w4 splitter 2x4-25 cm; model #: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm. The explanted lead, lead extension and splitter were not returned to bsn as they were discarded by the medical facility.